Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure. According to the complainant, during the procedure, the power output of the system would periodically drop. The complainant noted that they set the output power to 20 watts and would remove a polyp successfully; however, at a later point during the procedure, when trying to remove additional polyps, the output would fall to 2 watts. The complainant was able to manually increase the output back up to 20 watts and complete the procedure with this endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).